Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device evaluation discovered the following non-reportable defects: suction cylinder has no color due to a pinhole on the bending section cover, water tightness is lost due to wear of angle wire, bending angle in up direction does not meet the standard value connecting tube has a scratch a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remined since the reprocessing was not conducted completely due to occurrence of leakage from the bending section cover (likely from wear and tear). The event can be prevented by following the instructions for use (IFU): the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that foreign material was found in adhesive of the objective lens. During incoming inspection, leakage was found in the bending section cover (a-rubber) and the distal end had corrosion under light guide lens adhesive. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope exhibited leaking. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed that the adhesive around the objective lens had foreign material present. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.